Event description:
Pt reported "feeling funny" and flushed at end of dialysis run. Pt reported chest pain and upper abdominal pain. Blood pressure elevated. Admitted 10/07/93 as inpatient for possible hemolysis. Pt was hypercalcemic. Rptr was unable to differentiate between hemolysis and rhabdomyolysis. Device does not appear to be related. Pt was discharged 10/9/93 after calcium returned to normal levels. Symptoms likely due to variation in calcium levels.